Event description:
MFR received a report from dealer that the consumer alleges the legs on the shower chair bent and pt fell on their knees. As a result of the incident, the consumer sustained bruises to the knees, which resulted in the consumer being placed in respite care for two weeks.